Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and alleged pump is not giving insulin. The customer reported blood glucose value of 260 mg/dl, and the hyperglycemic event was treated with manual bolus and accute care. The event involved product(s) mmt-7040a,mmt-342,mmt-441ak,mmt-1884. Troubleshooting was performed for hyperglycemia. Customer was using the insulin pump within 48 hours of the reported event. Customer was using the auto mode feature at the time of the event. Customer alleges pump is under delivering because the pump is giving manual boluses. No further patient complications were reported. Mmt-7040a,mmt-342,mmt-441ak,mmt-1884 products were not expected to return. Frn-mmt-342-rsvr, unomed inf set, ozp-mmt-7040a-snsr.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The updated information has been provided in below sections with this follow-up report. 1. Section b5 - updated summary 2. Section h6 - added hecc 1905 with heic 4613 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: the customer reported hyperglycemia was treated with manual shots. Also confirmed blood glucose was high for greater than 4 hours. The event involved product(s) mmt-7040a,mmt-342g,mmt-431ag,mmt-1884. No product return is required for mmt-431ag, mmt-342g, mmt-7040a, mmt-1884.